Event description:
Customer reported that during a treatment in cvvh therapy, the speed of the replacement pump increased, without visible reason and withpot triggering of alarm. This problem occurred again just before the end of the treatment.